Manufacturer narrative:
Additional information provided in b.5. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Additional information has been received and stated the patient vision has not improved. He can read ok, but computer and driving were not clear. The eyeglasses help but surgeon encouraged him not to wear them so his vision could improve. He saw his surgeon last week and really didn't get any additional information except that the surgeon said he no longer has the laser that would help to improve his vision. He will also have a 2nd opinion at a facility who is able to use a vision correcting laser.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, the patient vision was not as good as he expected it to be. It was not great at any distance. Intermediate was ok. All else blurry. He was prescribed glasses for distance and they did not correct vision as sharp as he expected. He could not read at computer or see read street signs. His next appointment with his surgeon was scheduled. Additional information has been requested, received and stated the patient saw the ophthalmologist and didn't get much clarity. Ophthalmologist suggested to stop wearing the glasses the patient got in february and the vision may clear up. There are two medical device reports associated with this patient. This report is associated with the left eye.